Event description:
Reported due to infection requiring surgical intervention. In 2005, the pt successfully performed an arteriotomy closure with the perclose proglide device following a diagnostic procedure. The procedure was performed without any issues and the pt was discharged to home. Reportedly, the cath lab staff re-preps before closing a pt but does not re-glove. On the night of the procedure, the pt developed a fever. The next day, the pt saw family practitioner and was given an unspecified oral antibiotic. The next day, the pt presented to the emergency department with complaints of fluid, pus and swelling at the arteriotomy site. The pt was given an unspecified antibiotic and discharged to home. Reportedly, the pt was "in and out of the hospital several times since them. On an unspecified date, wound cultures were obtained and resulted in "staph bacteria." Five days later, the pt was admitted to the hospital for surgical debridement of the wound. Pt remained in the hospital for "a week or so" receiving unspecified intravenous antibiotics. The current condition of the pt is unknown.